Event description:
This is a spontaneous report by a nurse from the (B)(6) of fever and bacterial peritonitis with culture positive for gram negative klebsiella oxytoca in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced fever, abdominal pain, and cloudy effluent. On (B)(6) 2010, the patient was admitted to the hospital and received a one day treatment of vancomycin and gentamicin (doses not reported) and also started treatment with ciproxin (ciprofloxacin; dose and frequency not reported). On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, treatment with ciproxin was discontinued and the patient was fully recovered. Continuous ambulatory peritoneal dialysis therapy was ongoing at that time. The reporter stated the events were unrelated to extraneal, nutrineal, and physioneal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.